Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va20637, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 29-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a via the manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient started feeling unexplained pain in their tailbone. Contributed factors to this issue was unknown. Lead impedance were fine and x-ray showed proper placement. As for intervention, the lead were then replaced on the opposite side and the issue was resolved. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient had a new lead put in because the one done the week before was causing them severe pain. It was noted the new lead was put in on (B)(6) 2019 and the issue was sudden. No further complications were reported.